Event description:
The device was used during a lower anterior resection. Reportedly, the staples were missing. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.